Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs would not aspirate and the plunger was loose. The following information was provided by the initial reporter: material no:328468 batch no: 0083438, unknown. It was reported that the needle would not draw up insulin. Also, the plunger would not stay in the syringe and a syringe did not have a needle. Verbatim: consumer reported when trying to draw up insulin the needle would not draw it up, no insulin was going into the syringe. Stated if she had injected herself she would have put air into her veins. Stated she had a different box in the past where the plunger would not stay in the syringe. Stated one syringe also didn't have a needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the needle would not draw up insulin. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0083438. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200885154, 200884684, 200884660] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0083438; medical device expiration date: 2025-04-30; device manufacture date: 2020-03-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs would not aspirate and the plunger was loose. The following information was provided by the initial reporter: material no:328468 batch no: 0083438, unknown. It was reported that the needle would not draw up insulin. Also, the plunger would not stay in the syringe and a syringe did not have a needle. Verbatim: consumer reported when trying to draw up insulin the needle would not draw it up, no insulin was going into the syringe. Stated if she had injected herself she would have put air into her veins. Stated she had a different box in the past where the plunger would not stay in the syringe. Stated one syringe also didn't have a needle.